Event description:
A depuy mitek sales rep is reporting a piece of the broken needle fell into the pt but was recovered by the surgeon immediately. There were no pt consequences.

Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and consideration no conclusions can be drawn. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a f/u report will be filed.